Event description:
Caller alleged imprecision with inratio meter. Results as follows: first inr: 4.2, second test inr= 6.5.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070614: first test inr = 4.2, second test inr = 6.5, mean: 5.35; sd = 1.6; %cv = 30%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested when returned.